Manufacturer narrative:
This event occurred in (B)(6). The pharmacist ran qc on the pharmacy meter and got a result within the specified range. The test strips were requested for investigation. The test strips were provided for investigation where they were tested using a retention meter and retention controls. Testing results (qc range = 2.6 - 4.0 inr): (B)(6). The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Relevant retention test strips (lot 381235) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with a patient's coaguchek xs meter with serial number (B)(4) and the pharmacy's coaguchek xs meter with serial number (B)(4) compared to an unknown laboratory method. On the patient's meter the result was 5.1 inr. On the pharmacy's meter the result was also 5.1 inr. Within 1 hour, the result from the laboratory was 3.8 inr. The patient's therapeutic range is 2.3 - 3.5 inr. The patient consumed alcohol on the 2 days prior to the results of 5.1 inr.